Event description:
It was reported that during a shoulder arthroscopy procedure using speedlock knotless implant, the anchor failed to deploy and the suture would not lock. The surgeon drilled a new bone hole and completed the procedure using a back-up speedlock knotless implant. No debris from the initial anchor was left inside the pt's bone. There was no significant delay or pt complications reported as a result of the event.